Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver meperidine hydrochloride 10mg/ml. No specific programming parameters were provided. The customer contact reported that at approximately 1500, the pca pump was discontinued. At this time, the nurse noted that 12ml of medication remained in the vial instead of the expected 1ml. The customer contact reported the pt's pain level was "under control." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).